Event description:
In 2008, the patient reported that he could see a small amount of condensation in the cartridge compartment of his infusion device. He attempted to dry the cartridge compartment with a cotton swab but stated there was a small amount of condensation he was unable to reach. He was advised to switch to his backup infusion device and to allow the primary device to dry for 24 hours. He reported that he does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. Upon follow up in the next day, the patient stated that the cartridge compartment was completely dry. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.